Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -11.0/+2.0/79 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+2.0/79 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged for another lens of a different diopter and the problem was resolved. Patient's post-op best-corrected visual acuity on (B)(6) 2017 was 20/25. Device evaluation: the device was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. (B)(4).